Manufacturer narrative:
Analysis of product ID 8229307 of lot # 0223575680 confirmed that there was a residue consistent with biological contaminants on the device. Visually, there were no defects in the construction of the device that would have resulted in the reported event. A syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred with no issues. Electrically, the resistance for each lead should be between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.4 ohms (blue), 3.4 ohms (blue with clear tubing), 3.7 ohms (red), and 3.6 ohms (red with clear tubing) in which all electrodes were in specification. There was no intermittent behavior while manipulating the connections or the tube. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the red electrode was faulty. There was no further information reported.